Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother that customer had a high blood glucose event. The paramedics were called due to a blood glucose reading of over 600 mg/dl. Customer had moderate ketones. Customer used back up plan of syringes and insulin. During troubleshooting, time and date are incorrect. Assisted customer with correction. Programming is correct. Manual prime is correct, insulin exits the tubing. Nothing further reported.